Event description:
Reporter purchased an omron digital wrist blood pressure monitor, model hem-630, so reporter could more closely and conveniently monitor their hypertension treatment. To assess its accuracy reporter compared multiple readings taken with it at the same time to a standard arm cuff -by lifesource.- the wrist cuff was consistently between 15 and 20 mm higher than the standard cuff. Rptr asks does the FDA measure such devices on the american market for accuracy. Home measurement of blood pressure is a very important part of proper hypertension management. For consumers to use such an inaccurate device, believing it to be correct, can be misleading and dangerous, as medication dosages may be based on them.